Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (on (B)(6) 2015, plaintiff underwent one or more surgeries to remove essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain/pain pelvic (severe)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("heavy abnormal bleeding") in a (B)(6) female patient who had essure (batch no. 627732) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida and parity 2. Previously administered products included for an unreported indication: depo-procera in 2008. Concurrent conditions included menorrhagia, cervical dysplasia, loop electrosurgical excision procedure, general anesthesia, dysfunctional uterine bleeding and pelvic adhesions. Concomitant products included medroxyprogesterone (depo provera) since (B)(6) 2008 for contraception as well as anesthetics, general (general anesthesia). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, 3 months 19 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced abdominal pain lower ("severe cramping"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain/vaginal pain severe"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy.), surgery (hydrothermal ablation of endometrium). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: she did not claim essure worsened a previously existing injury/condition. She was not advised of any complications from your essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. On unspecified date patient had performed hysterosalpingogram to confirm occlusion of fallopian tubes. On (B)(6) 2015, patient had surgical pathology report: uterus cervix and tubes was unremarkable cervix and endocervix. Benign late proliferative endometrium. Myometrium with leiomyomata.oviducts with metallic devices in place most recent follow-up information incorporated above includes: on 21-feb-2018: plaintiff fact sheet and medical records received. Events were added per pfs: abnormal bleeding (vaginal, menorrhagia), reporters, patient demographics, medical history, concurrent conditions, concomitant medications were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain/pain pelvic (severe)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("heavy abnormal bleeding") in a 38-year-old female patient who had essure (batch no. 627732) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included multi gravida and parity 2. Previously administered products included for an unreported indication: depo-procera in 2008. Concurrent conditions included menorrhagia, cervical dysplasia, loop electrosurgical excision procedure, general anesthesia, dysfunctional uterine bleeding and pelvic adhesions. Concomitant products included medroxyprogesterone (depo provera) since (B)(6) 2008 for contraception as well as anesthetics, general (general anesthesia). In october 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient had essure inserted. In february 2009, 3 months 19 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced abdominal pain lower ("severe cramping"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain/vaginal pain severe"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy.), surgery (hydrothermal ablation of endometrium) and surgery (hydrothermal ablation of endometrium). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: she did not claim essure worsened a previously existing injury/condition. She was not advised of any complications from your essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.633 kgs. On unspecified date patient had performed hysterosalpingogram to confirm occlusion of fallopian tubes. On (B)(6) 2015, patient had surgical pathology report: uterus cervix and tubes was unremarkable cervix and endocervix. Benign late proliferative endometrium. Myometrium with leiomyomata. Oviducts with metallic devices in place quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2018: plaintiff fact sheet received. New reporter added. Indication updated to permanent birth control by bilateral occlusion of the fallopian tubes. Event onset dates updated. New event - essure confirmation test: no added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain/pain pelvic (severe)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("heavy abnormal bleeding") in a 38-year-old female patient who had essure (batch no. 627732) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida and parity 2. Previously administered products included for an unreported indication: depo-procera in 2008. Concurrent conditions included menorrhagia, cervical dysplasia, loop electrosurgical excision procedure, general anesthesia, dysfunctional uterine bleeding and pelvic adhesions. Concomitant products included medroxyprogesterone (depo provera) since (B)(6) 2008 for contraception as well as anesthetics, general (general anesthesia). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, 3 months 19 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced abdominal pain lower ("severe cramping"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain/vaginal pain severe"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy.), surgery (hydrothermal ablation of endometrium) and surgery (hydrothermal ablation of endometrium). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: she did not claim essure worsened a previously existing injury/condition. She was not advised of any complications from your essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.633 kgs. On unspecified date patient had performed hysterosalpingogram to confirm occlusion of fallopian tubes. On (B)(6) 2015, patient had surgical pathology report: uterus cervix and tubes was unremarkable cervix and endocervix. Benign late proliferative endometrium. Myometrium with leiomyomata.oviducts with metallic devices in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 16-nov-2017: potential legal summon document received new reporter, product start date were updated and events abdominal pain and pain clubbed with previous events. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.